Event description:
On (B)(6) 2013, a call was made to sunrise medical customer service to report a series of adverse events. The first incident occurred on (B)(6) 2013, when the end user was exiting a grocery store and the front casters hit the lip at the end of the door. The caster stem bold snapped causing the end user to fall to the ground and hit his head knocking him unconscious. The end user was taken to the emergency room and diagnosed with a mild concussion. The second incident occurred a week later when the end user was still riding with a missing caster from the incident a week before. This time the end user fell out of the chair and separated two ribs and again was taken to the hospital. The third incident occurred on (B)(6) /2013, when the end user fell out of his chair and hit his neck on the end of a table causing temporary paralysis in his arms. The end user was hospitalized for 5 days.

Manufacturer narrative:
A customer service rep from sunrise medical arranged for replacement parts to be ordered through (B)(4). These parts were sent to the end user so that the end user's friend could re-bolt a new caster to the wheelchair. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a f/u report will be filed.